Event description:
The device was used during a hernia repair procedure. Reportedly, the clips did not hold properly. The surgeon used another instrument. The hospital has reported no pt injury occurred.